Manufacturer narrative:
Device evaluation by MFR: the synergy ous mr 2.50 x 32 mm stent delivery system was returned for analysis. A visual examination of the stent found stent damage. Stent struts in the mid region of the stent were noted to be lifted and pulled distally. The undamaged stent outer diameter was measured and was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 27-apr-2021. It was reported that crossing difficulties were encountered. The target lesion was located left anterior descending (lad). A 2.50 x 32 synergy stent was advanced for treatment. However, the device was unable to cross the lesion. The procedure was completed with a different device. No patient complications were reported. The patient was stable. However, returned device analysis revealed stent damage.